Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was a bad connection before use of an arctic sun device. Fluid delivery line was hard to connect to the pads. There was no patient involved. Per follow up information received via (B)(4) on (B)(6) 2024, the issue was resolved with replacing the fluid delivery line.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a bad connection before use of an arctic sun device. Fluid delivery line was hard to connect to the pads. There was no patient involved.